Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm-383033-leakage. On (B)(6) 2025, a nurse was administering an IV drip to a patient when she noticed blood seeping from the IV needle. She replaced the IV needle.

Manufacturer narrative:
1. No defective sample and photograph have been received, and based on the limited information, it is difficult to determine the specific leakage site of the indwelling needle. 2. DHR/bhr review (lot#4145137): 1) this batch of products were assembled at intima ii auto line 2 in jun 2024 and packaged at r240 & cfs package line in jun 2024. Work order quantity was (B)(4). 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 3. 45psi leakage tests the retained sample of this lot, and no leakage is found. Conclusion(s): no abnormality is found on process and retained sample. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined. The plant will continue to pay attention to such defects.

Event description:
No additional information is available.